Event description:
According to the reporter, after an esophageal procedure, it was noticed that the complete study was not recorded. There was no harm to the patient, but a repeat procedure was necessary due to the alleged malfunction. The last known patient status is stable. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: the following analysis is based on graph, DHR review, product risk assessment product IFU, and customer statements. The graph showed that the total of the study was 28:41:58 (hh:mm:ss) ¿ instead of 48, 96 hours. There were multiple short gaps lasting a few minutes or less of no readings throughout the study. The readings are consistent with the acidity levels of the esophagus. There were multiple symptom, supine and meal button indications through entire study indicating proper functioning of recorder in this subject. The short study according to the graph could be caused by failure in either the capsule or the recorder or by a distance exceeding the instructions in the IFU. Because information sent from the customer includes only the graph, the conclusion of the investigation cannot be positively determined. A review of the device history records indicated that this lot and serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a bravo short study. The study was submitted for review. There was no patient harm reported. A repeat procedure was necessary due to the alleged malfunction.